Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the during the product return investigation the catheters had eye lengths above specifications.

Manufacturer narrative:
The reported event was confirmed. Six red rubber latex (urethral) catheters were returned opened in their original packaging. One catheter's packaging had lot number ngcw1813. In a separate investigation, this catheter's eyes were measured and found to be out of specification. The root cause is due to a "machine error" during the eye punching process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the product return investigation the catheters had eye lengths above specifications.